Manufacturer narrative:
Our fse (field service engineer) was on site to investigate the issue. The reported error indicates detection of an internal memory error and the remedy to solve the issue is to replace the control printed circuit board (pcb), as in this case our fse did. The logs could not be retrieved and the faulty pcb was scrapped by the fse. Since we did not receive any logs or parts, the investigation was not possible. Therefore, the reason of faulty pcb could not been identified.

Event description:
It was reported that the ventilator generated an error that indicates an error in the internal memory. There was no patient harm. (B)(4).